Manufacturer narrative:
The product will be returned for analysis, however it has not been received in the laboratory. Additional information will be submitted within 30 days of receipt.

Event description:
Physician noted that during stent-assisted coiling of a basilar tip aneurysm the second galaxy coil (640cf0515/15999157) would not advance through microcatheter (sl10, item 168189, lot 17414745). The physician suspected that there was either a problem with the coil or the microcatheter. He swapped out the sl10 for a prowler lpes (details unknown) and delivered 7 subsequent galaxy coils (details unknown) without incident. No patient injury occurred due to this incident. The galaxy coil did not kink or bend at any time prior to resistance/friction. The sl10 microcatheter did appear kinked during the procedure. There were no damages on any part of the galaxy coil when it was removed from the patient. An adequate continuous flush was maintained through the microcatheter. No other products were used with the microcatheter prior to the encountered resistance.

Manufacturer narrative:
The device was not returned for evaluation. Review of lot 15999157 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.